Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the male end of the tubing popped off of the angiocath and leaked while diprovan was being pushed through the port. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the male end of the tubing popped off of the angiocath and leaked was not confirmed. No anomalies were observed on the set during visual inspection. No issues were observed on the male spin lock luer during visual inspection under a magnification. Functional and pressure testing was performed and no abnormalities were observed. Dimensional analysis was performed and the male luer was within specifications. The root cause for the customer¿s observed disconnection could not be determined.